Event description:
Subsequent to the previously filed report, returned device analysis identified an inner and outer member separations; however, the account confirmed that the separation was noted during removal and since the separated parts were discarded nothing was left inside the patient's anatomy. No additional information was provided.

Manufacturer narrative:
A visual inspection was performed on the returned device. The reported material separation was confirmed. The reported failure to advance could not be evaluated as the exact anatomical conditions encountered by the device used during the procedure could not be replicated in the test laboratory in addition to the condition of the returned device. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot specific quality issue. The investigation determined the reported difficulties appear to be related to circumstances of the procedure. There is no indication of a product quality issue with respect to manufacture, design, or labeling. H6: device code 1562 added.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report. The additional graftmaster device referenced in b5 is filed under separate medwatch report number.

Event description:
It was reported that the procedure was performed to treat a perforation in the left anterior descending (lad) with moderate calcification and moderate tortuosity. The 3.50x26mm graftmaster stent failed to cross the lesion; therefore, another 2.8x19mm graftmaster stent was attempted to be used but also failed to cross the lesion. A 2.8x16mm graftmaster was used in replacement to treat the perforation and complete the procedure. There were no adverse patient sequela and there was no clinically significant delay. No additional information was provided.